Event description:
It was reported that, post implant, the right ventricular (rv) lead exhibited no capture. An x-ray was performed to confirm a micro -dislodgement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).